Event description:
It was reported that during use, the ECG waveform of cardiosave intra-aortic balloon pump (iabp) was not displayed. There was no harm reported.

Manufacturer narrative:
Updated fields: b4,b5, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: h6 (medical device ¿ problem code). An operational check was performed, and the issue could not be reproduced. As a precaution, the ECG connector was cleaned. No replacement parts were required, and no machine replacement was needed. The device was inspected, confirmed to be in good working order, and remains in clinical use.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the ECG waveform of cardiosave intra-aortic balloon pump (iabp) was not displayed. There wa sno harm reported.